Event description:
I received the essure device in (B)(6) 2013 after the birth of my last child. Since getting it, my health has declined. I had to have my gallbladder taken out in (B)(6) 2015, my thyroid was taken out in (B)(6) 2017. I have become extremely vitamin d deficient. I have to take vitamin d weekly and daily, and I also take vitamin b and thyroid medication. My periods have become very heavy and painful and I want to have this device removed as soon as possible.